Manufacturer narrative:
Correction: annex b code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d codes. Correction: image analysis: the profile of the stent appeared to be irregular due to the disease in the vessel. But there does not appear to be any malfunction or adverse event due to the stent in the vessel. Annex a code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: six mp4 videos were provided for review in relation to the event. The first two images showed contrast injection into the left coronary system and delivery of two procedural wires. Followed by the delivery of a long stent and further contrast injection into the vessel. The long stent was then deployed in the vessel. An inflated balloon can be seen in what appears to be the om2. This balloon is not seen deflated despite multiple attempts to burst the balloon with multiple wires. Additional information: the nc euphora was being used to treat moderately calcified, mildly tortuous, long lesion with 90-95% stenosis in the second marginal (om2) artery. The patient had had a procedure to treat a calcified diagonal artery two days previously which was not successful due to calcification and poor support. The case was being re-done. It was not difficult to remove the protective sheath or the packaging stylette. The lesion was pre-dilated. Resistance was not encountered while advancing the device to the lesion. Excessive force was not used. A radial approach was used with a launcher guide catheter. It was detailed that the diagonal was treated successfully, guided with optical coherence tomography (oct). Then the om2, which was a tight lesion, was treated. Two 2.5x38mm onyx trustar drug eluting stents (des) were placed and post dilated with a 2.5mm nc euphora balloon and a 3.0mm nc euphora balloon. Then a 3.0x34 mm onyx trustar des was added and post dilated with 3.0mm and 3.5mm nc euphora balloons. The stenosis was easily pre-dilated and there were no problems placing the stents. Post dilation was performed with an nc balloon to 20 atm with no problem. After oct check there was a short area which needed further post dilatation. The 3.0x15mm nc euphora balloon was newly opened and used. It was reported that balloon deflation difficulties occurred with this 3.0x15mm nc euphora balloon. The balloon deflated twice with no issues, and was always moved proximately after emptying the balloon. When the third final post dilation was performed the balloon did not deflate. The balloon was inflated to 20 atm for each inflation. There were no difficulties noted during inflations of the device. The device was not moved or repositioned while inflated. A 50/50 concentration of contrast / saline was used. Several different techniques were tried to deflate/inflate the balloon with no success. Then, it was decided to take a non-medtronic guide catheter and cut the tip to get the braiding area. The shaft of the balloon was cut, and an attempt was made to reach the balloon to try to puncture it; however, could not reach down to the balloon due to severe friction. A telescope guide extension catheter (gec) and a non-medtronic gec were tried as well. After that, the left femoral artery was punctured, and using the ping pong technique, a second guide catheter came down to the balloon with a micro catheter and a wire trying to puncture, without success. Several different wires were tried. As a last attempt, the balloon was attempted to be removed using massive force, trying to pull loose the balloon, but with no success. After 2 hours of work the patient was sent over to another hospital for thoracic surgery, and a coronary artery bypass graft (CABG) was required to remove the balloon. This was performed and the coronary was cut open and the shaft cut and then the balloon directly deflated and could be removed together with the distal stent. The marginal vessel was closed with vascular surgery. Later the same evening there was a continuous bleeding, so a re-operation of an open thoracic surgery and sternotomy took place. A diffuse bleeding from the myocardium at the stent placement was seen and could by medical patches be stopped. Thrombocytes was also given. The patient is still hospitalized. Post-op the patient suffered a high fever, delirium with vision hallucinations, and raised troponin. Patient age provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one nc euphora coronary balloon catheter to treat a lesion. The device was inspected with no issues. Negative prep was performed with no issues. It was reported that balloon deflation difficulties occurred. The device would not deflate at the lesion site. A coronary artery bypass graft (CABG) was required to remove the balloon. The patient is alive with no further injury.